Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical record received. After review of medical record patient was revised to address left periprosthetic hip infection. Revision notes stated that there was a pocket of puruence just deep to the it band which was cultured. There was murky fluid within the left hip joint which was cultured. Given the extensive ingrowth of the implant there was a fracture of the intertrochanteric region during femoral extraction. There was minimal bone loss from the medial portion of the femoral canal. There was gross purulence behind the acetabular cup and gross movement. All components were removed. Doi: (B)(6) 2016 - dor (B)(6) 2017 (left hip)